Event description:
It was reported that "zimmer cup loosened. Cup, liner and head replaced with no complications."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.